Manufacturer narrative:
Product event summary: clinical files were received and reviewed. The files showed at least thirteen injections were performed with the catheter without any issue on the date of the event. This was a clinical issue (phrenic nerve injury) encountered during the case. The catheter has not been returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), phrenic nerve palsy (pnp) was observed through palpitation and a double-stop was performed. Following the procedure, the phrenic nerve palsy (pnp) ¿recovered a bit¿ but was not fully recovered. A steroid was administered and the patient was placed under monitoring. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.